Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted.

Event description:
A customer called reported that she was unable to test her blood glucose due to an issue with her medisense optium meter's display and experienced dizziness, was hot and sweaty, lost consciousness and had a seizure. She was seen at a local hospital and diagnosed with diabetic ketoacidosis, no medication treatment is documented in the report, but the report states that the customer "ate a little debbie wafer" to counteract the medical event. The customer's meter has been requested for investigation and replacement products have been sent.